Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the on/off switch and solenoid driver board and then performed a full calibration. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during testing of the cs300 intra-aortic balloon pump, performed by the customer's biomedical engineer (biomed) that the iabp shut down. There was no patient involvement, thus no adverse event was reported.